Event description:
It was reported that during a da vinci s surgical procedure, the image through the high resolution stereo viewer (hrsv) became dark after the first few minutes of use. With the assistance of an isi technical support engineer, the site installed a new light guide cable; however, after a short period of time the image became dark again. The system was checked and the correct settings on the camera control unit (ccu) were verified. The light guide cable was found to have signs of charring. The tse recommended that the site install a back up lamp module or illuminator; however, the site made the decision to convert the planned procedure to traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer found that the customer reported failure mode was attributed to light guide cables that were damaged due to an illuminator that was reconditioned by a third party. The light guide cable provides a path to focus light from the illuminator into the light ports of the endoscope. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected light guide cable and the illuminator. The site was advised to discontinue the practice of having isi product refurbished by a third party vendor as this could result in product quality issues. As of march 17, 2010, there have been no reported recurrences of the issue at this hospital.